Manufacturer narrative:
The investigation determined that lower than expected quality control results were obtained on vitros myog reagent using non-vitros biorad quality control material on a vitros 5600 integrated system. The most likely cause of the lower than expected qc fluid results is an instrument issue as the performance of multiple products was affected. In addition, an instrument maintenance issue may have contributed to the event as the customer had not performed cleaning of the microwell incubator as per the recommended schedule. Following service which included the replacement of a damaged signal reagent probe and clearing a blocked signal reagent vent port, vitros troponin, tsh and tt4 within-run precision tests were performed which confirmed that the instrument is performing as intended. Additionally the customer¿s qc has been restored to acceptable performance.

Event description:
The customer observed lower than expected quality control results on vitros myog reagent using non-vitros biorad quality control material on a vitros 5600 integrated system. Vitros myog level 1, lot 29860, results of 35.438, 40.957, 42.538, 48.043 and 49.233 ng/ml versus the customer baseline mean of 66.39 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected with patient samples. The investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).